Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician believes a wet tap occurred during the patient's trial procedure. A blood patch was not undertaken. The patient did not report having headaches. The physician did have the patient lay flat and administered fluids.